Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that event occurred on allura xper fd20 (product code: 722006, serial number: (B)(6)) and not on allura xper fd10 (product code: 722003, serial number: (B)(6)). Analysis of log file revealed that the host pc did not start up confirming the reported issue. A philips field service engineer (fse) inspected the system on-site and identified that the host pc was not displaying any video. The fse performed a system restart, however the issue persisted. To resolve the reported issue, the fse replaced the host pc and hard disk, and installed the software. After the replacement, the system was returned to use in good working order and ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.